Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02172. 0001822565 - 2017 - 02173.

Event description:
It was reported patient¿s hip was revised due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 11-105934 arcom 32mm rngloc lnr 10deg24 779970; 163669 32mm mod head cocr std neck 929990; 11-104114 mlry-hd por fmrl 14x175mm 603320. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the shell shows that the shell remained assembled with the liner. A large amount of foreign debris remained affixed to the outer radius. The liner's rim was gouged and scratched in multiple locations. The rim of the head was scuffed in what appears to be a wear pattern. No significant scuffing or scratching was found on the head exceeding expected wear. Black debris was observed inside the taper of the head. It was found that the liner was not completely seated in the cup. The liner was loose inside the cup but could not be removed by hand. Device history record (DHR) was reviewed and no discrepancies were found. X-ray review showed patient had no signs of loosening or radiolucency. Bone quality was normal. Instability can be caused by undercoverage of the acetabular cup with respect to the femoral head size. Images are borderline in this regard, but maybe not suitable for this patient. Image 3 shows a larger cup which allows for more coverage of the femoral head. There was slightly increased lateral inclination of the cup on the 3rd image with respect to the other 2 images, which can also predispose to dislocation/instability, but may be suitable for the patient. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event was reported under the wrong MFR number and will be voided. The corrected MFR number is 0001825034-2018-04185.